Event description:
I began using the fasciablaster tools daily at the end of (B)(6), as directed. I used the original fasciablaster, the mini 2 and the face blaster. By (B)(6) I developed debilitating fatigue and nerve pain all over my body. I could not be out of bed for more than a few hours per day. I developed extreme emotionality that I never had before - the most intense depression, rage and anxiety alternating rapidly. I cried uncontrollably. Sounds and sudden movement caused extreme panic and feelings of distress. I felt as though my entire nervous system was on hypervigilance and I was unable to participate in my typical family or work commitments. The sense of malaise I felt was akin to a serious flu. I had hot flashes throughout the day and night and could not sleep through any night because of my extreme discomfort.